Event description:
Surgery date: (B)(6) 2012. A patient diagnosed l4 spondylolisthesis underwent a procedure at l4-l5 via plif and cbt. It was reported that the surgeon found a metal piece in the surgical site after final tightening of setscrews. The metal piece had been removed. No patient injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Picture of fragment appears to be consistent with a portion of the thread. After visual review of pictures, unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior lumbar interbody surgical procedure and cbt at l4-l5 to treat l4 spondylolisthesis. It was reported that the surgeon found a metal piece in the surgical site after final tightening of the set screw. The fragment was removed, no patient complications were reported.